Event description:
The customer was having unexplained high bgs and during the troubleshooting, the pump did not alarm during the high pressure test. Instructed to disconnected for pump and return it to us.